Event description:
The subject was started on enoxoparin 2 days prior, now they have a baseball sized swelling over left pacer pocket site. Enoxoparin and coumadin were temporarily held, which resolved the hematoma. All available information suggests this device remains actively implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the haematoma was not device related.